Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and after disassembling the device for cross-testing and confirming the log, it was determined that the pcb exec processor was abnormal. The fse replaced the processor board and performed test. All functional and safety checks have been performed to meet factory specifications.

Event description:
N/a.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that a cardiosave intra-aortic balloon pump (iabp) screen went blank. There was no patient involved.